Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, was reported that the wake button was not working. Customer pressed the wake button with more force and the wake button performed as intended. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.